Manufacturer narrative:
A review of the nc database did not show any nonconformances for bl5525wv that would have contributed to this complaint. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. Investigation complete.

Manufacturer narrative:
Evaluation completed. One 25ga vitrectomy cutter was returned wrapped in plastic and then was placed inside a zip lock bag. The original packaging was not returned. The part number and the lot number cannot be verified. The tip protector was not returned. The needle was bent. The port window was in the opened position. There was dried solution visible in the tubing. The back cap was aligned correctly with the vent hole in the side of the cutter body. The connectors were inspected, and no damage was found. A functional test was performed using a stellaris pc system. The cutter did not cut. The inner needle was binding up and will not reach the cutting edge. It should be noted that a bent needle could contribute to poor cutting performance due to friction and binding between the inner and out needle assemblies. Due to the returned condition, wrapped in plastic without the tip protector, the cause of the bent needle cannot be determined. Investigation complete.

Manufacturer narrative:
A lot number was not provided; therefore, the sterilization and lot history records could not be reviewed. Investigation is underway.

Event description:
The user facility in (B)(6) reported the vitrectomy cutter did not cut. Aspiration continued. It was replaced with a stand alone cutter and the surgery was completed. No patient injury reported.